Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the events regarding bilateral ruptures reported in the initial report was already reported by mentor under an alternate summary reporting on (B)(6) 2011 (tw file (B)(4). This complaint file and report was updated to just reflect the severe ra, hlan27 positive, fibro, pituitary tumor, kidney disease, and failed adrenals, the patient was diagnosed with and experienced three years later with the replacement devices. Suspect medical devices: (right) 650cc mentor memorygel breast implant catalog: 3544650 lot: 6442926 sn: (B)(4) and (left) 650cc mentor memorygel breast implant catalog: 3544650 lot: 6435672 sn: (B)(4). On 5/26/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation, autoimmune disorder, granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085282) that a patient of unknown age who underwent an unspecified breast implantation procedure with two 650cc mentor memorygel breast implants, experienced bilateral rupture and the patient underwent bilateral removal and replacement with two 650cc mentor memorygel breast implants on (B)(6) 2011. The patient reported that silicone spread into dozens of lymph nodes. Patient also reported that three years later, they were diagnosed with severe ra, hlan27 positive, fibro, pituitary tumor, kidney disease, and failed adrenals. This medwatch form is for the right breast prosthesis.